Manufacturer narrative:
Device was not evaluation due to the sample was not returned for investigation. (B)(4).

Event description:
It was reported that during treatment a y-connector was applied to a non-infected midline wound and a (B)(6) infected foot ulcer. Several days after, it was confirmed that the midline wound had (B)(6) infection.